Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Subsequently, it was reported that a cartridge change error occurred. The customer loaded new cartridge to resolve the issue. Customer¿s blood glucose level was in 543-583 mg/dl range. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.